Event description:
The abo rh typing discrepancy: the abo rh performed on the galileo determined the abo rh as o positive. The unit was shipped; the hospital performed a manual abo rh and found the unit to be a2 positive and not o positive as originally type/tested on the galileo.